Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. Covidien inspected the device and replaced the graphical user interface (gui) and the backlight inverter pcbs. The ventilator passed all testing.